Event description:
Account said that the bed exit system alarms and the local alarm is sounding off, but the bed does not place a nurse call. He said that he replaced the communication cable and the issue remains the same. Account said that no one was injured by this bed and the bed was in the pt room when this issue was discovered. Repair has not been completed at this time.